Event description:
It was reported that the device did not recognize the syringe. No patient injury was report.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Invalid syringe size alarm was found in pump event history log. Invalid syringe size was found during syringe test and calibration verification on both quality control slugs and failed size calibration. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced barrel clamp head screw, barrel clamp guide, barrel clamp rod, and tapered spring. A corrective and preventative action has been opened to address the reported issue.